Event description:
It was reported that there were high defibrillation thresholds and the defibrillation testing was unsuccessful. It was further reported that multiple right ventricular positions were attempted and shock configurations tested. Two epicardial defibrillation patches were placed two months post initial implant. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 429678 implantable pacing lead, implanted: (B)(6) 2013; 5076-45 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).